Event description:
The hcp reported that the pt was experiencing numbness and paralysis in their right leg. The catheter was implanted without incident, however, the hcp noted that "the cerebrospinal fluid was under unusually high pressure." There was no visual confirmation that the catheter is placed appropriately and is still intact. In the recovery room, the pt reported numbess and paralysis in their right leg. It was noted that the catheter was inserted with little effort and the guidewire was easily removed. Since the catheter implant, the numbness has subsided and there has been partial resolution of the paralysis, but the pt is still unable to use their quadriceps.